Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for low blood glucose and cosmetic damage. The customer¿s blood glucose was 42 mg/dl at the time of the incident. Patient's current blood glucose: 127 mg/dl. Patient has treated with food and glucose tablets. Patient has been experiencing low blood glucose for just this morning. Customer stated that insulin pump has crack in pump by battery compartment opening. Customer reported that piece missing by the battery compartment on plastic that goes around the outside of the pump. Customer declined low blood troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.